Event description:
It was reported that the pin that holds the recon plate bending pliers together came out during sterile processing and the pliers are now unusable. No case or patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.